Event description:
Complaint handling unit received a user facility report for medwatch (B)(4) via standard mail on (B)(4) 2013. This report is for 3 unk lower-cables. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, and not diagnosis. Patient information provided subsequent to facility 3500a report to FDA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product was not returned. A review of the device history records was performed and no complaint related issues were found. Placeholder.